Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed that the pulse generator exhibited inappropriate automatic mode switch (ams) due to unspecified sensing issues. No interventions were made or reported. The patient was in stable condition.

Event description:
New information received noted that programming changes were made. The patient was in stable condition.